Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and patient regarding a patient who was implanted with an implantable neurostimu lator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the caller stated the patient's device had been turned off by the managing physician and possibly due to eos. The caller stated they found the doctor's note that the device was turned off. Agent reviewed eos and MRI guidelines with the caller. Caller stated the patient planned to have the device replaced on the 10th and needed an MRI prior. The patient was redirected to their healthcare provider to further address the issue. The caller was not sure when this began and did not know who the physician was. The patient also called in and said that 2 months ago they turned their stimulator off because something was wrong with it. Patient said they would be having surgery on friday. The patient said that the stimulator gave them excruciating pain, was giving them a lot of pain; they fell on it two times. Patient asked why they need to turn the stimulator on and put it into MRI mode. Agent informed patient that turning off the stimulator is different from activating MRI mode. Agent unable to ask doctor name.